Manufacturer narrative:
.

Event description:
The hcp reported multiple pump motor stalls and recovery errors in logs. The pt was experiencing a change in therapy. The hcp reported that there are no external factors related to the stalls. The hcp heard the alarm while examining the pt. The motor had stalled again and no recovery occurred; pump was replaced. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The hcp reported that the pump had stalled six times in one day and the patient was showing signs of baclofen withdrawal. The patient was given oral valium to control her "symptoms of withdrawal" prior to replacement. She was reported to be at her cognitive baseline and in no distress. Final patient outcome was not reported.

Manufacturer narrative:
Additional information received from the hcp indicates the date of onset for this event was (B)(6) 2007. The patient had minimal symptoms which included some increased stiffness in their arms. The patient was hospitalized in the ICU and monitored for withdrawal. The patient underwent pump replacement two days later and recovered without sequela. The device was returned to the manufacturer for analysis. Final device analysis was not complete as of the date of this report. A follow up report will be sent when device analysis is complete.

Manufacturer narrative:
Final device analysis revealed corrosion and/or mechanical wear. Analysis results confirm the reason for device return.

Manufacturer narrative:
Further analysis of the pump by mdt engineers confirmed that a hole in the pump tube had occurred and was caused by a foreign material. Both sides of the pump head gear shows areas of discoloration. Large amounts of residue were seen on all three pump head arms and in the roller wheel mechanisms. The cover plate of the pump head was also greatly discolored. There was s2 corrosion' a significant amount of fluid was found in the compartments beneath the inner cover. The pumphead showed a large amount of corrosion and residue. Final device analysis of the 2.5 cm proximal catheter piece and the pump connector, revealed no anomaly found acceptable catheter testing.

Manufacturer narrative:
Corrected information: the catheter was implanted in (B)(6) 2001 and not in (B)(6) 2006 as previously reported.